Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Enduser she was coming off of her ramp from her vehicle and the caster fell off. She states the chair turned sideways going down the ramp and she went off of the side and fell to the ground but that she was not hurt.